Event description:
It was reported that during an implant procedure, high capture threshold and low r-wave amplitude were noted on the right ventricular (rv) lead. Lead repositioning was attempted but was not stable, and the rv lead dislodged. Another repositioning was attempted but the helix would not extend, and the lead body was twisted. The rv lead was replaced. The patient was stable.